Event description:
Small and medium titanium ligating clips did not properly close when used with a genicon applier.

Manufacturer narrative:
Data provided by genicon. Catalog number: 350-000-101. Add'l lots: 13100902, 13112003, 14080306, 14091103, 15040802. Add'l catalog number: 350-000-102. Lots: 103080602, 14071603, 14091103, 15040802. This is an implantable device. The implant date is not included above as there are multiple implant dates.